Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: lawyer.

Event description:
Patient underwent a right tka with competitor¿s implants and depuy cement on (B)(6) 2015. He then underwent a right revision on (B)(6) 2017 with competitor implants and competitor cement for loose tibial tray at unknown interface and a longitudinal fracture at the posterior-medial cortex of the tibia. Displacement and angulation of tibial tray noted. Patient had post-op complications of infection and dehiscence. Revising surgeon indicated in revision operative records that knee was revised to address pain, instability, and deformity. Noted that the tibial tray was grossly loose, at an unspecified interface. There was also indication of a longitudinal proximal tibia fracture, of about 3 cm in length, that did not appear to be acute in nature--when it had occurred was unclear. There was also a report of synovitis from unspecified wear debris. Bone cement was the only depuy product present in the knee at the time the revision occurred.